Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and the interconnect flex. Visual inspection found that the flex failed tail thickness specification, no other anomalies were observed. Functional testing found an issue with an integrated circuit. Conclusion: interconnect flex was out of mechanical specification and the reported test failure was confirmed due to a defective integrated circuit.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing for blanking due to intermittent operation and heartwire connector due to a contact issue with the tester. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.